Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) intermittently lost pairing with the ilet and then automatically reconnected, and the user expressed concern about a post-meal disconnection and automatic dosing decisions. No adverse clinical symptoms were reported. Outcomes included intermittent absence of glucose data and no health impact. User support included user education and troubleshooting, including instruction to pair the g7 with the ilet first and to keep the ilet on the same side of the body as the g7 to improve signal reliability. Investigation of this case revealed a loss of communication between the cgm transmitter and the ilet consistent with signal interference or suboptimal device positioning, with the ilet resuming data upon reconnection as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-modifiable factors affecting cgm-to-pump bluetooth connectivity.